Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The service personnel repaired the subject device onsite. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was likely caused by a failure in the op-amp. A design change has since been made to the product's dr board.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the image of the subject device was not displayed while an evis 180 series videoscope was connected to the subject device. While an evis 190 series videoscope was connected to the subject device the image of the subject device was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.